Event description:
Customer initially reported that their abbott diabetes care device did not respond with button. The product was returned and investigated for not responding, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. Their no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed and severe burn marks were observed on the returned reader's lcd (liquid crystal display) touch screen. The returned reader's back reader casing was also observed to be melted. The reader did not power on with button, retained test strip insertion or cable. The reader was de-cased, and internal visual inspection was performed on the reader's pcba (printed circuit board assembly). Severe burn marks were observed on the battery connector, battery wires, piezo disc on battery and multiple components on the pcba. The moisture indicator inside the reader's casing was observed to be red, indicating significant liquid contamination. A power consumption test was unable to be performed due to the significant damage. The observed damage is consistent with likely being exposed to microwave frequencies, which caused severe burn damage to the reader and the reader's pcba. Therefore, the issue is not confirmed to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.